Event description:
During cardiopulmonary bypass, the user reported that the roller pump speed changed without input from the user and when restarted, the pump issued a pump jam alarm. The pump was used as the source of suction for a ventricular vent. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not completed.